Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer initially reports that a 1mm fragment broke off during a laparoscopic inguinal hernia repair, right side. Exploration left, possible repair. The fragment is still in the pt. There was no tp injury at the time. On (B)(6) 2011, the customer reports via phone that the device had floppy jaws when used and it appeared that a piece of the device was missing. An x-ray showed no pieces found in the wound. No pt injury was confirmed.